Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent system instructions for use, as a known patient effect of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2013, the 2.5 x 28 mm xience prime stent was successfully implanted in the predilated mid left anterior descending coronary artery. On (B)(6) 2015, the patient was hospitalized due to stenosis caused by a non-target vessel. On (B)(6) 2015, patient was treated with coronary artery bypass graft surgery (CABG). The patient condition improved on (B)(6) 2015. On (B)(6) 2016, the patient was hospitalized for rehabilitation, as the patient had severe muscle weakness after CABG due to the post-operative bed rest and hospitalization. On (B)(6) 2016, the patient died. The patient family reported a possible cause of death was infectious disease, but they were not sure. No additional information was provided.